Manufacturer narrative:
Concomitant medical products: glenoid plate, 320-15-01, 2826354; humeral stem, 15mm, 300-01-15, 2789723; glenosphere, 38mm, 320-01-38, 2713472; glenosphere locking screw, 320-15-05, 2635679; humeral liner, 38mm, +0, 320-38-00, 2855370; torque defining screw kit, 320-20-00, 2786246. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a patient who had their initial right shoulder implanted on (B)(6) 2014, had a revision procedure on (B)(6) 2022, approximately 8 years 9 months post the initial procedure. The tray cracked. The glenosphere liner and tray were replaced. The patient was last known to be in stable condition following the event. The devices are not available for return as they were disposed of by the hospital. No further information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported may have been the result of the glenosphere loading directly on the edge of the tray overtime after the humeral liner disassociation occurred, which allowed for stress concentrators to develop around the holes of the humeral tray and led to ultimate fracture of the inferior portion of the tray. The cause of the humeral liner disassociation and humeral tray fracture cannot be determined at this time as the devices were not available for evaluation and radiographs were not provided (immediate post-op of the index surgery or pre-revision); however, possible causes of humeral liner disassociation include bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities.